Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure decreased during an ablation of the distal coronary sinus, pericardial effusion was observed via echocardiography, and the patient had cardiac tamponade. Drainage was performed and the blood pressure stabilized. It was then reported that a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The electrophysiology (ep) catheter was repositioned without resolution. The coaxial umbilical cable was replaced which resolved the issue. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 203cx (lot: 227941539); product type: cables and accessories medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.